Event description:
It is reported that the pt had several hip dislocations. In (B)(6) 2008, the pt was hospitalized and under general anesthesia, the hip was relocated. During the time in the hosp, she mentioned that she had one more dislocation before with no details.

Manufacturer narrative:
This report will be amended when our investigation is complete.